Event description:
Related manufacturer reference numbers: 3006705815-2022-01156, 3006705815-2022-01202, 1627487-2022-01302, and 1627487-2022-01303. It was reported the patient was admitted to the wound clinic at the hospital due to a suspected infection. As a result the wound was irrigated and the patient underwent surgical intervention wherein the system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.